Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this device exhibited battery depletion (bd) code. Electronic data analysis was performed indicating that this unintended bd code was a result of at least 177 magnet detections within a single day. The battery has since then recovered. The device is currently still in service. No adverse patient effects were reported.